Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported this right ventricular lead exhibited high out of range shock impedance measurements. During a system revision, this lead was also noted to have a connection issue with the device. This lead and device were repaired and remains in service. No additional adverse patient effects were reported.